Event description:
It was reported the preloaded dfw225 intraocular lens (iol) had a manufacturing defect and the lens cut and removed from patient's right eye; there was patient contact. Through follow-up, additional information was received clarifying reported manufacturing defect as optic surface was defective. The dfw225 iol was fully inserted and cut out. There was no extra measures, no injuries, no sutures, and no vitrectomy required. The same procedure was completed using back-up lens with the same diopter size. No further information is available.

Manufacturer narrative:
Additional information: device evaluated by MFR: 81: the device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 14-feb-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect lens complaint simplicity was received inside the original folding carton along with the suspect lens wrapped in medical gauze. Visual inspection under magnification revealed that the suspect lens was coated in viscoelastic residue. The lens was cleaned and further inspected under magnification, and the lens damage on the optic of the lens was observed. The complaint simplicity was inspected under magnification and traces of viscoelastic residue as observed. The cartridge was observed to have a stress mark, and cartridge tip was slightly deformed. The plunger rod tip was also observed to be bent. The complaint simplicity was disassembled and inspected, and no assembly issues were observed. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the event date that was reported in the initial MDR: 3012236936-2022-02436 was aug 10, 2022. At a later date an additional event date of nov 08, 2022 was provided with the same reported serial number. Since the event dates were not confirmed, the event date is being reported as unknown. Section g4 combination product was inadvertently not completed in the initial MDR. Therefore, the field has completed in this supplemental report indicating no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.